Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2026 and suture was used. During the procedure, wire breakage problem in contact with blood. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: no further information is available -did the reported issue contribute to any patient adverse consequences? - could you please provide the lot number and product code? -could you please provide additional details regarding the reported issue? - please provide the source or name of person providing answers to follow-up questions: the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.